Event description:
During a barium exam, the pt was told to reach overhead to hold onto the handles while table was tilted upwards. As the pt was reaching for the handles, his reach went beyond the handles and he grabbed the barium cover of the table. The pt sustained cuts on two fingers allegedly due to the barium cover being bent. The pt's cut fingers required stitches.